Manufacturer narrative:
The lot number was not provided and therefore the date of manufacture cannot be determined. The model of tube was not provided and therefor 510(k) cannot be determined. A review of the complaint database did not find information matching or similar to this report. Without the reporter information to contact for f/u, no analysis or conclusions can be made.

Event description:
Maude report retrieved (B)(6) 2011 as part of maude data search. The report contained the following: trach 8 cuffed non fenestrated. Event date: (B)(6) 2010, event type: injury, pt outcome: disability. Event description: pt had shiley 8 cuffed non fenestrated trach inserted on (B)(6) 2010. Routine care as with all trachs. No undue stress had been placed on device. On (B)(6) 2010, it was noted that the trach had broken where the outer cannula meets the flat plate. There are 2 pins that look as if they could reconnect, but when reconnected do not remain intact, inner cannula at risk of dislodging by pt cough. (B)(4).